Event description:
The user facility reported that water and soap were leaking from their reliance genfore washer out onto the floor in the room where the unit is located. The amount of water extended beyond the footprint of the washer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the oetiker clamp on the sump piping needed to be replaced. The technician repaired the unit, ran a test cycle and confirmed the unit was operational.